Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues reported or identified through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Although no device related issues were reported by the account under this event, chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an extrinsic outflow graft obstruction and underwent a repair and thrombectomy. Log files were sent from the post-operative visit. The event log file captured multiple pulsatility index (pi) events on (B)(6) 2025 at 10:54:59 to 12:43:49. The pulsatility index (pi) events seen here were of a significant amount and may possibly point to another issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Eogo was reported under MFR 2916596-2025-05803. Log files were sent from the post-operative visit. The event log file captured multiple pulsatility index (pi) events on (B)(6) 2025 at 10:54:59 to 12:43:49.